Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info that multiple occlusion alarms occurred. Reportedly, customer's blood glucose (bg) level was high. Customer changed site and administered a bolus for treatment of high bgs.